Event description:
It was reported that the pump displayed an unexpected reset screen. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, after being informed by technical support that the reset was a built-in safety feature, successfully resumed insulin delivery after following necessary procedures.